Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2008 due to rectocele with difficulty evacuating, cystocele, stress urinary incontinence. Following insertion, the patient experienced pain, urinary/bowel problems and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.